Event description:
It was reported that a patient with a unknown 21mm magna ease aortic valve, implanted for an approximately five (5) years, eight (8) months, underwent a valve-in-valve procedure due to severe symptomatic stenosis and insufficiency. The patient presented with acute on chronic chf nyha 2. The tavr procedure was successfully performed with a 23mm 9750tfx valve without complications. The patient tolerated the procedure well.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (impact code, clinical code, device code, investigation findings, investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, history of coronary artery bypass graft and hyperlipidemia.

Event description:
It was reported that a patient with a 21mm surgical aortic valve, implanted for unknown duration, has been scheduled for a valve-in-valve procedure due to aortic stenosis and aortic insufficiency.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.